Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the balloon blades were detached. A 10/3.00 flextome¿ cutting balloon¿ was selected to treat the calcified lesion. The physician was not aware how many blades there were on this cutting balloon. After case was finished two blades were found. The physician checked the coronary artery for any blade left and he did not find any blade left in the vessel. No patient complications were reported and the patient's status was stable.